Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a post left heart catheterization procedure performed from right radial artery. Post procedure tech applied tr band with 15cc of air. As soon as he removed the syringe the tr band balloons deflated immediately. The staff then held pressure and placed another tr band which was successful and had no problems. There was very little bleeding. There was no patient harm, no hematoma and no adverse event. The type of procedure performed prior to the use of the tr band was heart catheterization. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use, in a controlled temp in storage room.